Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Additionally, customer had a high ketone level identified as dangerous by healthcare provider. Customer was assisted by paramedics and transported to hospital. Details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.